Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed "run reservoir volume" then alarmed "no disposable pump will not run". Per reporter, they instructed the patient to silence alarm and reviewed the pump settings. The reservoir volume was 64.8 ml, continuous rate 2.1 ml/hour, and volume given 35.25 ml. Troubleshooting was performed, the pump was powered on, but the alarm persisted. They instructed to massage the tubing and gently tap bottom of cassette on hard surface to release air bubbles. Troubleshooting was repeated but the alarm continued. They instructed the patient to power pump off and keep tubing clamped. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.